Event description:
Information was received indicating that ambulatory infusion pump exhibited an air in line alarm when no visible air was present. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "alarms air in line when no air present". Visual inspection revealed a cracked rear housing and a scratched lens. Inspection of the pump's event log revealed multiple "no disposable" messages. An alarming "air in line" message was activated when trying to infuse the customer's pump. The customer's reported problem was verified. What caused the reported problem was a disconnected air detector's pin. Who caused the reported problem is unknown. The device history record was reviewed and found to be in compliance with no manufacturing or testing issues were found.

Event description:
The reported product fault did no occur while in use with a patient.